Manufacturer narrative:
(B)(4). Patient medications include allopurinol, amlodipine, atenolol, calcitriol, cyclosporine, doxazosin, furosemide, hydrolazine, pravastatin, prednisone, and aspirin. The low-profile gore® excluder® aaa endoprosthesis was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. The leading end of the delivery catheter with the endoprosthesis was returned inside the introducer sheath, and the catheter was broken at the trailing olive. Visual examination showed that the polyimide guidewire lumen had pulled out of the trailing olive bond. The end of the deployment line was inside of the returned introducer sheath, extending out of the trailing olive of the delivery catheter. The deployment knob remained screwed into the hub of the delivery catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿

Event description:
On (B)(6) 2016, a low-profile gore excluder aaa endoprosthesis (plc201000/(B)(4)) was to be implanted as part of an endovascular aortic repair. The device was prepared and then advanced through a 12 fr cook flexor sheath. Upon attempts to reposition the delivery catheter, however, it was reportedly caught in the sheath and the leading end of the catheter was damaged. The device and sheath were removed in favor of a new device and sheath. The procedure went forward without any further reported complications. The patient tolerated the procedure.